Event description:
It was reported that this pacemaker system was unable to be placed in magnetic resonance imaging (MRI) mode because the right atrial (ra) lead was in unipolar mode. Upon further review, it was determined that the right atrial (ra) lead had previously triggered a lead safety switch (lss) to unipolar mode due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a stored signal artifact monitor (sam) event revealed noise on the ra channel and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed troubleshooting options, however it was explained that a MRI scan of this pacemaker was now considered off-label due to the ra lead concerns. It was confirmed with the physician that the plan was to proceed with the off-label MRI scan. Ts also noted that there was approximately one year left on the pacemaker battery, however it was up to physician whether to continue monitoring the ra lead until device replacement or to revise the pacemaker system sooner. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was unable to be placed in magnetic resonance imaging (MRI) mode because the right atrial (ra) lead was in unipolar mode. Upon further review, it was determined that the right atrial (ra) lead had previously triggered a lead safety switch (lss) to unipolar mode due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a stored signal artifact monitor (sam) event revealed noise on the ra channel and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed troubleshooting options, however it was explained that a MRI scan of this pacemaker was now considered off-label due to the ra lead concerns. It was confirmed with the physician that the plan was to proceed with the off-label MRI scan. Ts also noted that there was approximately one year left on the pacemaker battery, however it was up to physician whether to continue monitoring the ra lead until device replacement or to revise the pacemaker system sooner. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was unable to be placed in magnetic resonance imaging (MRI) mode because the right atrial (ra) lead was in unipolar mode. Upon further review, it was determined that the right atrial (ra) lead had previously triggered a lead safety switch (lss) to unipolar mode due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a stored signal artifact monitor (sam) event revealed noise on the ra channel and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed troubleshooting options; however, it was explained that a MRI scan of this pacemaker was now considered off-label due to the ra lead concerns. It was confirmed with the physician that the plan was to proceed with the off-label MRI scan. Ts also noted that there was approximately one year left on the pacemaker battery, however it was up to physician whether to continue monitoring the ra lead until device replacement or to revise the pacemaker system sooner. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.